Manufacturer narrative:
The orthofix medical advisor and design dept evaluated x-rays taken 9 months after the first surgery (the only x-rays available). They revealed poor bone quality and callus formation in the region of the lesser trochanter which indicated the presence of a previous fracture in the process of healing. A sub-capital fracture of the femoral neck was observed which might have been a precipitating factor for the cutout. If the fracture had been present prior to the surgery, then the wrong treatment was given. Alternatively, the fracture may have occurred at a later time (possibly caused by osteoporosis or trauma). In either case, it was determined that the implant is not responsible, but rather the choice of treatment is responsible. A definitive conclusion regarding the complete failure analysis requires the availability of pre-operative x-rays; these were not taken.

Event description:
In 2005, the pt had an orthofix veronall trochanteric titanium nail implanted to treat a femoral fracture (classified as 31a1.2). Two proximal locking screws were inserted in the parallel configuration (screws were of 2 different model numbers and are being reported separately-see also MDR 9680825-2006-00014). The pt, who suffers from senile dementia, was moved to different geriatric hosps over an extended period of time. No x-rays were taken during this period or after her hosp discharge. Four months after surgery, the pt was using a walking aid. Upon returning to the hosp for a check-up in 2006, x-rays revealed a cutout of the 2 proximal screws which now prevented ambulation. The pt underwent a new surgery 5 months later, during which time the implant was removed and replaced with a prosthesis. At present, the pt is recovering on schedule.